Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that 13x100 mm 5.0 ml bd vacutainer® plastic ppt molecular diagnostics tube had label flaws, with tubes that had multiple expiration dates from the same lot. No injury or medical intervention.